Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got twisted and entangled with the guidewire. The device was removed together with the guidewire and the procedure completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter city - (B)(6).